Manufacturer narrative:
Age of device: 10 months, 7 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that patient present with increasing bleeding and purulent drainage from driveline insertion site. Patient was admitted on (B)(6) 2018 for infection. Wound culture with coagulase was negative for staphylococcus. Patient was on delafloxacin and on vancomycin for 13 days. Infection resolved and patient was discharged on (B)(6) 2018. No further information was provided.

Event description:
Wound culture with coagulase was performed which was negative for staphylococcus. Infection was resolved. Patient was discharged on (B)(6) 2018.

Manufacturer narrative:
Investigation summary: a specific cause for the patient's infection could not conclusively be determined through this evaluation the heartmate lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.